Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2019. Data was evaluated and the allegation was not confirmed. Confirmation of the allegation could not be assessed because calibrations were not available for analysis. The root cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.